Event description:
The physician was using resolute integrity rapid exchange (rx) drug-eluting stents to treat a lesion. Both stents were unable to cross the lesion and during removal through the guideliner both stents were damaged. There was no patient injury or clinical sequelae reported.

Manufacturer narrative:
(B)(4). Evaluation code results: inherent risk of procedure (failure to cross the lesion and stent deformation); caused by another device (indicated that the stent deformation was caused by the guideliner). Conclusion code results: another device caused failure (indicated that the stent deformation was caused by the guideliner).